Event description:
Planned closure of mohs defect to nasal tip and upper chest, w/ full thickness skin graft to nose from right pre-auricular area and primary closure of the upper medial chest defect under anesthesia monitored IV sedation. Initially received o2 via nasal cannula, but was unable to maintain o2 sats above 90. Switched to oral airway and non-rebreather mask. Hair and beard were clipped and skin prepped with betadine scrub. Half strength betadine pain was used on the face and full strength betadine paint was used on the chest. More than three minutes lapsed prior to draping. Part of drape placed over bottom portion of the non-rebreather oxygen reservoir over the left chest and shoulder. Bipolar electrocautery was used on the nasal area and the right pre-auricular skin donor site area. When activating a monopolar electrocautery device with a needle tip on the chest defect, there was an arc and flash of fire. Drapes were immediately removed and the area was immediately flushed with saline. The oral airway was removed and inspected and a nasal airway placed. The patient was intubated for airway protection. No soot was noted with glidescope intubation. No soot, redness, or swelling was noted in the bronchial tree. There was a 3 percent partial thickness tbsa burn to the lip, neck, shoulder, chest, and back and approximately 1 percent of that area was a full-thickness burn on the left shoulder. The remainder of the patient's beard and hair which had been significantly singed and caught with the plume was removed. The surgical procedure was completed. Xeroform and bacitracin were placed on the left shoulder over the full thickness burn area. Bacitracin was also placed on the face and lips. The patient was awakened and extubated without difficulty. Daily wound care and future plan for skin graft closure to burn wound left shoulder. Discharged home with home health on (B)(6) 2018.